Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Customer reported blood glucose (bg) level was 114 mg/dl. Troubleshooting conducted by tandem technical support determined the pump had reset. Reportedly the customer would continue use of the pump for insulin therapy, however the customer also has manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.